Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was showing the battery indicator symbol. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began on (B)(6) 2018 at 06.30 am. She stated that she manages her diabetes with oral medication (metformin 1000 mg), diet and exercise, and that she made no changes, to her normal diabetes management, in response to the alleged meter issue. The patient reported that 3 hours after the alleged meter issue began she developed symptoms of ¿dizziness and confusion¿, she confirmed that she did not receive any treatment for the alleged symptoms. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. Based on the information provided, here was no evidence that the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.